Event description:
It was reported that patient was experiencing inadequate stimulation. It was noted that the lead migrated which was confirmed through x-ray. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.